Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/migration of essure device/failure to occlude (close) fallopian tube(s)/location of device: peritoneal cavity/ in pelvis") and device breakage ("device breakage") in a 32-year-old female patient who had essure (ess205) (batch no. 12230847) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2003, 4 months 25 days after insertion of essure (ess205), the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2003, the patient experienced bladder pain ("pain: bladder, abdominal , pelvic, stomach"). In (B)(6) 2004, the patient experienced cystitis interstitial ("interstitial cystitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), device allergy ("allergic or hypersensitivity reaction type: doctor said I was allergic to the device"), vaginal discharge ("vaginal discharge,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), stress ("hormonal changes describe: stress"), abdominal pain upper ("pain: bladder, abdominal , pelvic, stomach"), fatigue ("fatigue"), nausea ("nausea") and dysuria ("bladder or urinary problems or changes"). The patient was treated with surgery (supracervical hysterectomy (uterus only), oophorectomy (one side removal of ovary),)/salpingectomy () . Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the device dislocation, device breakage, device allergy, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, dyspareunia, stress, fatigue, nausea and dysuria outcome was unknown and the bladder pain, urinary tract infection, cystitis, abdominal pain upper and cystitis interstitial had resolved. The reporter considered abdominal pain upper, bladder pain, cystitis, cystitis interstitial, device allergy, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, nausea, stress, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion ultrasound scan - on an unknown date: device had migrated (B)(6) 2003: essure hysteroscopy tubal occlusion the right tube had five coils proximal and the left tube had eleven. The hysteroscopy was removed. There were no intraoperative complications. Most recent follow-up information incorporated above includes: on 11-jun-2018: pfs and mr received. New reporters added. Plantiff concomitant condition added. Lab data updated. New events: dysuria, nausea were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/migration of essure device/failure to occlude (close) fallopian tube(s)/location of device: peritoneal cavity/ in pelvis") and device breakage ("device breakage") in a 32-year-old female patient who had essure (ess205) (batch no. 12230847 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. On (B)(6)2003, the patient had essure (ess205) inserted. In (B)(6), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6)2003, 4 months 25 days after insertion of essure (ess205), the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6)2003, the patient experienced bladder pain ("pain: bladder, abdominal , pelvic, stomach"). In april (B)(6), the patient experienced cystitis interstitial ("interstitial cystitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), device allergy ("allergic or hypersensitivity reaction type: doctor said I was allergic to the device"), vaginal discharge ("vaginal discharge,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), stress ("hormonal changes describe: stress"), abdominal pain upper ("pain: bladder, abdominal , pelvic, stomach"), fatigue ("fatigue"), nausea ("nausea") and dysuria ("bladder or urinary problems or changes"). The patient was treated with surgery (supracervical hysterectomy (uterus only), oophorectomy (one side removal of ovary),)/salpingectomy () and surgery (supracervical hysterectomy (uterus only), oophorectomy (one side removal of ovary),)/salpingectomy (). Essure (ess205) was removed on (B)(6)2003. At the time of the report, the device dislocation, device breakage, device allergy, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, dyspareunia, stress, fatigue, nausea and dysuria outcome was unknown and the bladder pain, urinary tract infection, cystitis, abdominal pain upper and cystitis interstitial had resolved. The reporter considered abdominal pain upper, bladder pain, cystitis, cystitis interstitial, device allergy, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, nausea, stress, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2003: total bilateral occlusion ultrasound scan - on an unknown date: device had migrated (B)(6)2003: essure hysteroscopy tubal occlusion the right tube had five coils proximal and the left tube had eleven. The hysteroscopy was removed. There were no intraoperative complications quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/migration of essure device/failure to occlude (close) fallopian tube(s),") and device breakage ("device breakage") in a (B)(6) female patient who had essure (ess205) (batch no. 12230847) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device allergy ("allergic or hypersensitivity reaction type: doctor said I was allergic to the device"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), stress ("hormonal changes describe: stress"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), bladder pain ("pain: bladder, abdominal , pelvic, stomach"), abdominal pain upper ("pain: bladder, abdominal , pelvic, stomach"), cystitis interstitial ("interstitial cystitis"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge,"). The patient was treated with surgery (supracervical hysterectomy (uterus only), oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the device dislocation, device breakage, device allergy, menorrhagia, vaginal haemorrhage, stress, dysmenorrhoea, dyspareunia, fatigue and vaginal discharge outcome was unknown and the urinary tract infection, cystitis, bladder pain, abdominal pain upper and cystitis interstitial had resolved. The reporter considered abdominal pain upper, bladder pain, cystitis, cystitis interstitial, device allergy, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, stress, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion; ultrasound scan - on an unknown date: device had migrated. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporters details added. Aka names added. Event added as hormonal changes describe: stress, abnormal bleeding (vaginal, menorrhagia), , allergic or hypersensitivity reaction type: doctor said I was allergic to the device, infection (bladder/ urinary tract/vaginal) type: bladder/urinary, malposition of essure device/ migration of essure device, bladder or urinary problems or changes, , nausea, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), oophorectomy (one side removal of ovary), pain, failure to occlude (close) fallopian tube(s), fatigue, vaginal discharge, other injury(ies) or complication (s) please describe: interstitial cystitis. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.